Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a patient representative regarding an implanted infusion pump for spinal pain indications. It was reported that the patient's pump started critically alarming on (B)(6) 2025 and the patient thought they maybe were going through withdrawals. The patient was scheduled to have the pump refilled on (B)(6) 2025. They called their doctor on (B)(6) 2025 and was told the patient had to call the manufacturer because the doctor could not get the medication until friday. Patient services reviewed the manufacturer's role and redirected to the managing physician. Patient services reviewed pump alarms. The patient stated that the personal therapy manager (ptm) was showing the pump was empty and to call the doctor. Additional information received from the patient's mother on (B)(6) 2025 indicated that they were requesting physician listings because the pump was alarming. The patient was going in on (B)(6) 2025 for the refill but had been having spasms currently and they were unhappy about this. The patient ran out of medicine "last friday" and scheduled out a week because of "holiday". Per the reporter, they were able to get "1 dose vs. 4 and now beeping constantly". The reporter wondered if the alarm could be silenced, as it was loud. Patient services reviewed. The reporter stated that it started beeping over the weekend. The patient had to go to the emergency room (ER) for "controlled substance going down back". Patient services had a hard time following. The reporter stated that the patient had dilaudid in the pump. The reporter stated that it was hard to sleep and having seizures because the pump was empty. The reporter requested to pay the pain pump payments. Patient services directed the reporter to the clinic's business office. The reporter was directed to the hcp. Hcp listings were requested and provided.